Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, broken snap was observed. An extended investigation has been performed. Sensor was scanned and an error was observed. The returned sensor was de-cased and visual inspection has been performed on pcba (printed circuit board assembly) and no issues was observed. The returned battery was measured and replace with a known good battery. The sensor was reprogrammed and reactivated to performed sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification and no issues were observed. The broken snaps did not affect the performance of the sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced unspecified hypoglycemia symptoms and a loss of consciousness and was unable to self-treat, requiring a health care provider administration of " glucose intravenously (dose unspecified) for hypoglycemia treatment. It was also reported that the customer received an unspecified dose of citicoline sodium and xingnaojing injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced unspecified hypoglycemia symptoms and a loss of consciousness and was unable to self-treat, requiring a health care provider administration of " glucose intravenously (dose unspecified) for hypoglycemia treatment. It was also reported that the customer received an unspecified dose of citicoline sodium and xingnaojing injection. There was no report of death or permanent impairment associated with this event.